Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The customer¿s report of tubing separated was confirmed. During visual inspection, it was noted that the pvc tubing was completely separated from the lower fitment. Visual inspection under a microscope noted that both sides of the pvc tubing had no solvent applied at the engagement during manufacturing process. There were no other anomalies noted. Functional testing of the set was deemed unnecessary due to tubing being separated at the component engagement. Fluid was leaking from the separation of the set. A dimensional analysis was performed on the pvc tubing; the tubing measured to be within specification. The root cause of the customer¿s report was identified as a manufacturing issue; no solvent was applied at the junction of the pvc tubing.

Event description:
The customer states the tubing separated below the blue clamp while in use on a patient.